Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. Investigation summary: based on the available information, although the product was disposed of and could not be returned, it was determined that the user used incorrect product for intended use. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for cti line ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The IFU provides wwarning for this case: fluoroscopic or appropriate imaging guidance and care must be taken during catheter advancement, manipulation, and withdrawal to avoid lead dislodgement. Risk review: risk review performed for the farawave device confirmed that the event of user used incorrect product for intended use, device interaction with another device, pericardial effusion, perforation, atrial, cardiac arrest, hypotension, cardiac tamponade and back pain are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, it was determined that the user used incorrect product for intended use; however, it is undetermined the cause of why the user did the procedure of treatment a cti line ablation. The IFU only indicates the device for use for pulmonary vein isolation. Unintended use error caused or contributed to event cause code was selected for device interaction with another device code as the physician did not adequately verify the position of the catheter and tangle the deploy spline with the ra lead, which could cause the blood drop. The adverse event related to procedure was selected for the adverse event, during catheter manipulation, interaction with an intracardiac lead occurred, resulting in entanglement and the need for additional maneuvering. This mechanical interaction likely contributed to the perforation, which represents the primary event. The perforation subsequently led to the development of a pericardial effusion, which progressed to cardiac tamponade and produce hypotension. The cardiac arrest is considered a consequence of this cascade events. Additional symptoms, as back pain and hypotension, are considered secondary findings in the context of the adverse event. These events are consistent with known risks associated with catheter manipulation, particularly in complex procedural as off-label location use and the presence of intracardiac leads. There is no evidence of a device malfunction or quality related issue, and the device was not returned for analysis.

Event description:
It was reported that a patient experienced a pericardial effusion, cardiac tamponade, perforation in the right atrial appendage (raa) and a cardiac arrest. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was used off-labeled to perform a cti line ablation. The device got caught on the right atrium lead when being deployed into flower. The physician undeployed the catheter and pulled into the sheath and untangled it from the lead. A few minutes later, a drop in blood pressure and effusion was observed. The physician performed a pericardiocentesis, the effusion continued to grow, and 1.5-2 l of fluid was drained. The patient coded and required chest compressions twice before signs were stable to transport to the operation room. A perforation in the raa was noted. The patient was kept for observation in the intensive care unit (ICU). A few weeks later, the patient was up and walking with a walker and was recovering. They noted some lasting back pain, which the physician attributed to the chest compressions.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, perforation in the right atrial appendage and a cardiac arrest. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was used off-labeled to perform a cti line ablation. The device got caught on the right atrium lead when being deployed into flower. The physician undeployed the catheter and pulled into the sheath and untangled it from the lead. A few minutes later, a drop in blood pressure and effusion was observed. The physician performed a pericardiocentesis, the effusion continued to grow and 1.5-2 l of fluid was drained. The patient coded and required chest compressions twice before signs were stable to transport to the operation room. A perforation in the raa was noted. The patient was kept for observation in the intensive care unit (ICU).